Event description:
Procedure: lap appendectomy. According to the reporter: on the second firing the jaws did not open. The procedure was converted to an open procedure in order to free the device from the tissue. Operative time extension was reported as "couple of hours". The pt remained hospitalized for 1 to 2 days.

Manufacturer narrative:
(B) (4).